Event description:
Home pt (hp) contacted baxter's technical service center for assistance during apd therapy. Hp received a "neg uf" alarm. Reportedly, hp reportedly had fallen asleep and the pt line of the homechoice set had accidentally disconnected from the transfer set. When pt noted fluid leak, pt reconnected the pt line and attempted to continue therapy. The tech assisted the hp in ending therapy early and advised hp to contact rn. Follow up with the rn indicated no pt injury or medical intervention required.